Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through six (6) one-link non-dehp microbore catheter extension sets. The event was further described as, ¿difficulty drawing from their patients as the purple piece with the ridges flushed easily but did not suction¿. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through six (6) one-link non-dehp microbore catheter extension sets. The event was further described as, ¿difficulty drawing from their patients as the purple piece with the ridges flushed easily but did not suction¿. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional details/correction for b5: after unsuccessful attempts with the draw, the customer removed the purple piece and manually performed the draw. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: one actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing including the clear passage and pressure testing and the device performed according product specifications. The reported condition was not verified. The remaining five (5) devices were not received; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.